Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak was observed originating from three different locations after the filter on red line of a prismaflex hf1000 set during continuous renal replacement therapy. The extracorporeal blood was not returned, and the set was replaced. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.